Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported that during installation of the device he found that data cable for the egm was not positioned correctly. No patient involvement.

Manufacturer narrative:
.